Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user reported that during her case that she observed excessive smoke in the leg tunnel when the hemopro device was not intentionally activated. When she removed the device from the leg it appeared the device was still activated unintentionally. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130010, 25130388 and 25130929 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user reported that during her case that she observed excessive smoke in the leg tunnel when the hemopro device was not intentionally activated. When she removed the device from the leg it appeared the device was still activated unintentionally. The harvester of the case shared that the device had been working fine for much of the case and she was able to initially transect branches without any unintended activations. It was after multiple activations for branch transections that this incident occurred. The hospital did not report any patient effects.